Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connector issue in the power module was not confirmed as the power module (B)(6) was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined. Additional information provided by the customer stated that the account changed the internal battery and managed to solve the issue. The (B)(6) remains at the hospital, as it is working fine and will be not returned for analysis. As a result the complaint file will be closed with no further actions. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the use to the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿power the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module (serial # (B)(6) ) was shipped to the customer on 27dec2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a misconnection between the battery and the connector in the power module. The system reportedly alarmed as if there was no battery inserted. The power module case was opened and there was a plan to replace the battery but the connector issue was identified and the unit was to be sent for repair.